Manufacturer narrative:
A ge oec svc rep investigated the issue and found a defective power motor relay and damaged wire. The power motor relay pcb was replaced. The wire to pcb was repaired. The sys was tested and found to be operating as intended. The sys was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. This facility was unable to, or would not provide any further pt info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy sys displayed stator not on error. The sys was hard down. Reported to be an intermittent malfunction.